Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(6) distributor contacted zoll to report that a patient developed a rash on his back under the rear therapy electrodes. Patient described the skin as red and itchy. Patient reports he has a pre-existing skin condition, neurodermitis. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him not to wear the lifevest until the irritation improved. Patient ended use. Outcome of the irritation is unknown.